Manufacturer narrative:
Calibration was last performed on 16-aug-2024 and the result was acceptable. The qc recovery was within 2 standard deviations on the date of event. The alarm trace did not contain a conspicuous event. The field service engineer (fse) found that the cells were not being cleaned properly due to clogged rinse nozzles. The fse performed decontamination, cleaned the rinse nozzles, replaced the gear pump head pressure gauge, replaced the gear pump head, and performed instrument checks and a comparison study successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The reagent lot number is 765185. The expiration date was not provided. The customer stated that there was foam in the water bath. The investigation is ongoing.

Event description:
There was an allegation of questionable a1c-3 tina-quant hemoglobin a1c gen.3 results for many patient whole blood samples on a cobas c513 analyzer commercial system. The customer provided an example of discrepant results for 1 patient sample. The initial a1c-3 result was 9.14%. The sample was repeated on another c513 analyzer and the result was 5.45% the reporter stated that they reran the patient samples because the analyzer was generating questionable results; qc was run and was out of range; and they found the cells were not being washed properly. The repeat result was deemed correct.